Event description:
There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. One turbid 25+ gauge (ga), 10000 cuts per minute (cpm) combined pak was visually inspected. It was observed, that the red connector on the administration manifold was cracked inside the body infusion/irrigation source port. The broken region appeared to be over torqued during rotating. Surgical residue was observed, in the cassette and the aspiration line. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console, indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassette and no leakage was observed. The root cause of the customer's complaint appears to be the user handling. The broken red connector appeared to be over torqued. After an investigation of this complaint. No corrective action is required at this time. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage from the cassette occurred during calibration. The procedure was performed and completed after the product was replaced.